Manufacturer narrative:
If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was implanted and therefore unknown if explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the push rod of a preloaded delivery system, model pcb00, extended beyond the end of the tip (of the cartridge), splitting the tip. No patient injury reported. Additional information revealed that there was patient contact. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/02/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the push rod was bent. The cartridge's tip was observed cracked and deformed. The intraocular lens (iol) was not returned in or out of the insertion device. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.